Manufacturer narrative:
(B)(4). The customer reported three (3) interlink paclitaxel sets that were disconnected from an aviva bag. An actual sample was received and not confirmed for the issue. The sample was received securely attached to the solution port of a bag without aid of tape or any other support. The spike was removed and the shaft was visually inspected, dimensionally inspected, and found to meet specifications. The other two (2) actual samples were not sent in for an evaluation. Therefore, the reported condition was not confirmed and the cause was not identified. Batch records were reviewed and no deviation was found. As the problem could not be confirmed, the root cause could not be determined.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number.

Event description:
A customer reported to baxter product surveillance of interlink vented paclitaxel sets that they are using with aviva bags that were disconnecting from the bags during an unknown process step. They use aviva 5% dextrose bags that are 250ml and 500ml with these sets. This condition occurred 3 times in which the sets came out of the port on the bag and chemotherapy was spilling all over the floor. The customer is now taping the set to the bag. There was no patient involvement or medical intervention reported. No additional information is available. This is report 2 of 3 of the same reported problem from this facility.